Event description:
"Broken at connector."

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report.